Event description:
This lead was implanted on (B)(6) 2012. Technical services received a call on (B)(6) 2012. Caller reported this patient was choking on cheese steak and had a heimlich maneuver done on him. Now this ra lead has no capture and patient needs a revision. Patient admitted at (B)(6) where lead revision was being scheduled. Both pacing and shock turned off. Follow up call was received on (B)(6) 2012. Caller states patient was transferred to (B)(6). Caller states that lead revision/explant was done on monday (B)(6) 2012. Caller states that patient had twiddler's syndrome and it was this that likely dislodged the lead and not emergency heimlich maneuver. Lead was explanted due to twisting and replaced. Dr. (B)(6) did the procedure. All lead measurements good at pre-discharge. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).